Event description:
It was reported that the sprinkler of the olympus flushing pump did not adjust the water flow rate but remains at the initial intensity. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for a field service inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fault finding, disassembly and internal cleaning, replacement of front touch panel, functional tests, machine ok as per check. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.